Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial#(B)(4)). Stockert 70 system (model# m-5463-01 serial# (B)(4)). Coolflow pump (model# m-5491-02 serial# (B)(4)). Soundstar catheter (model# m-5723-15 serial# (B)(4)). (B)(4). Event description continuation: the physician¿s opinion regarding the cause of this adverse event is that a right ventricular apical quadrapolar catheter was likely the cause of the event since the catheter appeared to be in an usually curved position on fluoroscopy. There was no malfunction of bwi equipment. Even though the physician believes the quad catheter possibly caused the adverse event, in taking a conservative approach this complaint is being reported under the bwi ablation catheter as the catheter was also in the patient during the event.

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required a pericardiocentesis. The patient suffered a pericardial effusion about one hour into the procedure. Ablation had been done at 25 watts with a flow of 17ml/min. The effusion was noticed on the intracardiac echocardiogram catheter. The patient did not demonstrate any symptoms. A pericardiocentesis was performed and 350cc of fluid was removed from the pericardial space. The physician stated that he thought that the quad in the right ventricle (not a biosense webster product) might have perforated as it looked curved in an abnormal way. The procedure was aborted. Additional information was received on the event. The patient's diagnosis prior to the case was persistent premature ventricular contractions. Heparin infusion was in use during ablation with anticoagulation ranging 300-350s. The event was discovered approximately three and a half to four hours into the procedure. An unknown dose of protamine sulfate was administered upon discovery of the effusion. A drain was left in the pericardium for drainage post procedure. The patient was incubated for the ablation procedure at onset and remained until shortly before being sent to critical care unit. The patient was transferred to critical care unit for admission in stable condition and quite possibly had an additional hospital stay. Settings during the event include: stockert generator in power control for smarttouch catheter with powers of 25-30w and flow rate of 17cc.